Event description:
The patient described the area as sores. Nurse states that the patient does have irritation under their breast area and the garments appear to be tight discomfort stems from recent surgery, a wound vac on the patient¿s chest. There was no alleged device malfunction contributing to the irritation. The patient reported being hospitalized, but there is no indication of medical intervention. Reporting out of the abundance of caution. The outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.